Manufacturer narrative:
(B)(4). It was reported that the patient experienced the suspected peritonitis ¿a few days back¿. This report was received via the baxter patient support program ((B)(4)). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced suspected peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the suspected peritonitis was not reported. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with unspecified antibiotics (doses, frequencies, and routes not reported). On an unreported date, the patient's antibiotic prescription was changed (not further specified) by the patient's physician. On an unreported date, the peritonitis was resolved, the patient was recovered from the event and was reportedly doing well. It was not reported if dianeal therapy was ongoing. No additional information is available.